Manufacturer narrative:
The reported event has been determined to be an unsuccessful implant placement failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Time of loss was before prosthetic restoration. Swelling was reported at time of implant failure. Medical history: smoker. Bone quality at the time of implant failure type iii.